Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing and pacing inhibition while treating an underlying rhythm of ventricular tachycardia. The patient is pacer dependant. The noise is present on the rate/sense channel and was reproducible with isometrics.